Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that a significant drop in hv lead impedance was observed around (B)(6) 2016. The patient received a successful shock recently, and the lead worked fine. Provocative tests were performed but the measurements were the same. No plans for a lead revision at this time. Patient will be monitored closely via remotely. Patient is fine.